Event description:
Customer reported a failure code 810:04 that occurred during patient use. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demograpghics, medication involved of the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.